Event description:
It was reported that the patient presented in clinic for a device check. Device interrogation indicated that the implantable cardiac monitor (icm) exhibited electromagnetic interference (emi) oversensing. No changes or intervention were reported. The patient condition was not known.